Event description:
Customer called stating that her meter was reporting false results. An eval of the system was conducted over the phone which determined that the meter was missing segments in the display. Customer asked to return meter for further eval and a replacement was provided.